Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a broken grip cable at the distal end. When cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. Additionally, the conductor wire was found with the insulation retracted. The wire appears to have been partially pulled out, exposing the wire. Components adjacent to this wire do not show damage. The instrument failed the electrical continuity test. No signs of thermal damage were observed. The complaint was confirmed by failure analysis. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation. These issues can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that during a da vinci-assisted thoracic surgical procedure, the maryland bipolar forceps stopped working, it was observed that the steel cable was broken. The instrument has 03 lives. The procedure was completed with a backup maryland bipolar forceps with no reported injury. No fragment fell into the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) failure analysis performed an additional review and corrected the following: the maryland bipolar forceps instrument was analyzed and found to have a broken grip cable at the distal end. Additionally, the instrument was found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting, which seals the wire entrance to the yaw pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.